Event description:
The physician performed closure of an arteriotomy site with the perclose proglide device following an unknown procedure. Fluoroscopy was performed prior to the procedure. The physician performed an anterior posterior (ap) angiogram, and was under the impression that he was "far enough from the bifurcation." Reportedly, "he did not perform his usual rao (right anterior oblique) or lao (left anterior oblique) shots." Approx one and a half (11/2) hours after the procedure, the pt developed "thobmosis." It is unknown how the thrombosis was confirmed. Surgery was consulted and the pt was brought to the operating room. While in surgery, it was noted that the proglide stitch had been placed in the superficial femoral artery (sfa). The actual surgical procedure is unknown. The pt "did well" after surgery and was discharged to home on an unspecified date. Although requested, no additional information was available.